Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased r-wave amplitude and loss of capture was observed on the right ventricular lead. Diagnostic imaging confirmed lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.